Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; atrial output connector is broken. It was also found that one bail cover was broken.

Event description:
It was reported the atrial connector was broken. The device was returned for repair. No patient involvement was reported.